Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt reported that the implantable neurostimulator (ins) would not charge and she was always getting the temperature icon on the recharger. The recharger was replaced with no resolution. It was determined that the ins was not at the appropriate depth. The ins was replaced. There was reported to be no pt injury and the pt recovered without sequela.